Event description:
It was reported that the unspecified bd insyte catheter experienced the needle piercing through the catheter. The following information was provided by the initial reporter: when the single-use intravenous indwelling needle was opened to prepare for puncture, it was found that the needle had punctured the tube and could not be used.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd insyte catheter experienced the needle piercing through the catheter. The following information was provided by the initial reporter: when the single-use intravenous indwelling needle was opened to prepare for puncture, it was found that the needle had punctured the tube and could not be used.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 2243072-2022-02093 was sent in error. (Needle through catheter in unit packaging) is not considered to be a reportable malfunction. MFR#: 2243072-2022-02093 is void as a result.